Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins turned on by itself and surprised the patient while driving. The patient was redirected to their healthcare provider to further address the issue.